Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the vent reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two leads from the same lot. It was reported, the pt complained the system causes nausea and vomiting and she wants it explanted. No further information is available at this time.